Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was hospitalized due to a blood glucose (bg) level of 581 mg/dl. The customer suspected that the pump was not functional, which caused the elevated bg. A review of the pump data logs showed that an occlusion alarm occurred on the date of event. Customer indicated that the occlusion alarm as well as "bug bites" and "elevated white blood cells" caused the elevated bg. Reportedly, the customer was treated with intravenous infusion of insulin while at the hospital and was released on (B)(6) 2018 in stable condition. Customer declined to provide further information to tandem technical support.